Event description:
O2 technologies are selling a medical oxypro oxygen generator to the consumer market through longevity resources in canada. Longevity resources sell a medical grade ozone generator to consumers. I acquired one of these kits at great expense-some each- for health reasons. Less than 12 months later they failed. The companies deliberately masked the issue by distracting me and advising me that I needed to run a series of complex tests that included getting another oxygen supply, getting an orp meter and constantly advising me that their equipment doesn't fail. These exercises extended the time taken to return outside the limited warranty period. Now the companies deny the equipment would be covered by warranty although I confirmed in emails that they would be covered prior to the expense of returning the items for repair. These companies are refusing to repair the equipment unless I pay further money. They are misleading and profiting from the public and possibly selling devices that are not FDA approved for use and could lead to serious issues if relied upon for medical reasons. Use of the devices was meant to be daily for maximum benefits. The devices acquired are not bale to sustain daily use. Please see websites of companies involved. . Dates of use: 2008 - 2009 - 11 months. Diagnosis or reason for use: general health. Event abated after use stopped: no.